Manufacturer narrative:
(B)(4). The implants that were used are part# g75495540, lot w08j3850, expiration date 10/09/2016; lot 0006741w, expiration date 12/11/2016; part g75496540, lot 0123744w, expiration date 11/04/2018; lot 0124386w, expiration date 11/11/2018. These parts are not approved for use in the united states; however a like device catalog # 75495540, 75496540, 510k # k042025 was cleared in the united states. The manufacture date for lot w08j3850 is 09/23/2010; the manufacture date for 0006741w is 12/23/2008; the manufacture date for lot 0123744w is 11/12/2010; the manufacture date for lot 0124386w is 11/19/2010. According to the report, the event is not believed to be related to the implant. The sterilization certification was reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a procedure at t8/l2 to implant posterior fixation. It was reported that the patient underwent a revision surgery 18 days post op to remove the implants due to post op infection. Reportedly the patient is doing well at this time.